Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the probe broken off and missing. The missing portion of the probe is approximately 17mm in length and was not returned to olympus. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The root cause for the probe breakage is most likely due to the probe coming in contact with a hard or thick surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during an unspecified procedure, the thunderbeat failed out of the box. No additional information was provided.